Event description:
A (B)(6) male pt's nurse practitioner contacted zoll customer support to report that the pt's device was constantly alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has not yet been completed as the electrode belt has not been returned. An initial investigation into the alleged deficiency (belt alarms) was conducted. This included a review of the pt's ECG waveforms which revealed the absence of the side to side (ss) signal and intermittent functionality on the front to back (fb) signal. The cause for the alarms was the intermittent ECG signal. A root cause investigation into the intermittent ECG signal will begin upon receipt of the electrode belt. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.